Event description:
Fibrosing synovitis right knee. Info was received on 27 and 29 november 2006 from a physician, regarding a female pt, initials u-b with a medical history of arthroscopy for the treatment of pain due to medial retropatellar chondromelacia ii-iii, who experienced fibrosing synovitis in the right knee with synovial irritation, severe knee pain, and limited stretching of the knee. The pt received two synvisc injections into the right knee. Shortly after the second injection on an unk date, the pt experienced fibrosing synovitis with synvovial irritation, severe pain and limited stretching of the knee. On an unk date, a knee aspiration was performed (no lab results provided). The synvisc treatment was stopped permanently. Between february and november 2006, the pt was treated unsuccessfully with a "probation" of antibiotic, intra articular injections of orthokin and treatment of 8 external repetitive therapeutic radiation. Concomitantly to the synvic treatment, the pt received metoprolol, ramapril, prazosin, ass 100. The severity of the events was assessed as moderate and the causality between synvisc and the event as possible per physician. At the time of this report, the pt had not yet recovered. Joint aspiration, ciprobay (750 2x1), orthokin (5x intra articular injection), 8x external repetitive therapeutic radiation.